Event description:
It was reported that during deployment of a vascular stent in the right sfa, a "pop" sound was heard after approximately 2cm of the stent had been released. The handle was disassembled and an attempt was made to deploy the remainder of the stent with a hemostat; however, the stent would not deploy any further. The catheter was removed from the patient with some force and upon removal, the stent was noted to have broken into two pieces. Approximately 25% of the proximal stent was still attached to the catheter and 75% of the stent remained in the patient. The implanted stent segment was post dilated with a balloon and another vascular stent was implanted in an overlapping fashion to cover the proximal portion of the lesion. No patient injury reported.

Manufacturer narrative:
The lot number has been provided and the device history records are being reviewed. The device has been returned for evaluation and the investigation is currently underway.